Event description:
It was reported that the device was used during an appendectomy, the reload did not work. A device was opened to complete the case. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the instrument was returned conforming and fully functional. It was returned with a reload cartridge loaded, that was noted to have a wedge band bypass. The left side, was noted to be fully fired and the right side, was noted to be 1/2 partially fired. When tested for functionality with a test cartridge, the instrument fired conforming.